Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting with olympus technical assistance center (tac) was performed and it was found that the input was not set correctly. The issue was rectified by setting the input to the serial digital interface (sdi) and the image was then present and correct. The customer provided an email image of the monitor confirming the picture was correct. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the lcd monitor had no signal and there was an image with writing on the screen. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon occurred due to wrong input setting for serial digital interface signal. Olympus will continue to monitor field performance for this device.